Manufacturer narrative:
Correction: device lot number: from 15213324 to 15789076. Device expiration date: from 04/30/2015 to 01/09/2016. Device manufactured date: from 05/02/2012 to 01/11/2013. Device evaluated by MFR.: returned product consisted of a liberte/veriflex stent delivery system (sds) with stent and the original shelf box, inner pouch and carrier tube (hoop. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Magnified and visual inspection confirmed there was no damage to the stent. The hypotube was separated 49.5cm from the edge of the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure a stent damage occurred. Vascular access was obtained via the femoral. A target lesion was located in a moderately calcified and moderately tortuous left anterior descending (lad) artery. A 2.50mm x 12mm liberté¿ stent delivery system was used to treat the lesion. Upon insertion to the lesion, the device could not pass and the stent was then damaged. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure a stent damage occurred. Vascular access was obtained via the femoral. A target lesion was located in a moderately calcified and moderately tortuous left anterior descending (lad) artery. A 2.50mm x 12mm liberté stent delivery system was used to treat the lesion. Upon insertion to the lesion, the device could not pass and the stent was then damaged. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).